Manufacturer narrative:
The actual device has been returned but the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A comment was made by the user facility that several occurrences of valve leakage with 5fr. And 6fr. Sheaths. However, those events were not reported to the manufacturer and no additional information was available including event dates, lot/product codes, patient information or any specific event descriptions. Therefore, because it is not possible to conduct meaningful investigations or obtain sufficient information about the individual events, we are including this information within this report for reference purposes. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage on the involved device. Follow up communication with the user facility confirmed the following information: the sheath was introduced through a modification technique. When in place, there was bleed back from the hub and/or valve. Bleed back occurred with and without boston scientific runway coronary catheter. Bleed back also occurred with 6fr. Device. Blood leakage was less than 10cc. The procedure was completed. There was no patient impact.

Manufacturer narrative:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00020 to provide the sample evaluation results as well as make a correction to the device available for eval section that states the device was returned on 1/22/2016. The actual device used is not available. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the failure investigation was limited to evaluation of the user facility information and retention samples from three recent production lots with the reported product code. There were no visual anomalies noted during the visual evaluation. In addition, functional testing confirmed the products met manufacturing specification. The production lot number was not provided by the user facility, which prevented a meaningful review of production and complaint records. The customer reported similar events for other devices. See MDR numbers 118880-2016-00019, 1118880-2016-00039, and 1118880-2016-00041 and 1118880-2016-00042 for details. The investigation results verified that the samples were normal product with no anomalies which would lead to the reported leak. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2016-00020 to provide the sample evaluation results as well as make a correction to the device availabile for eval section that states the device was returned on 1/22/2016. The actual device used is not available.